Event description:
It was reported the hand piece was used during an unknown procedure. The device reported did not work properly. Case completed with another hand piece. No other information known. No patient consequence.